Manufacturer narrative:
The viperwire advance guide wire was returned to csi for analysis. The guide wire was fractured near the proximal solder bond, 323.7cm from the proximal end. Scanning electron microscopic imaging showed evidence of ductile torsion on the fracture face. The root cause of the fracture could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
A viperwire advance coronary guide wire tip fractured in the distal obtuse marginal (om) branch after five total treatments in two separate lesions. The physician attempted to snare the fractured tip, however, was unsuccessful. The fractured tip remained in the patient. The patient was in stable condition.